Event description:
It was reported that batteries low replace the controller batteries soon would appear when trying to recharge the ins. Pt said that now the recharger wouldn't recharge the ins at all. Pt saw no apparent damage to the recharger. Agent sent an e-mail to repair to replace the recharger. When asked for the event date, pt said that it had been happening for so long that it was pathetic. Pt said that they were not happy with the device at all. Pt said that the device was always telling them something. Pt said that this was their second ins. Pt said that they had a high frequency ins from another company that quit working. Pt said that this thing had been messing up almost from the get go and that they would show pictures of what the controller was saying to the rep. Pt said that they were going to say the issue started a couple weeks ago and then the recharger completely quit working three or four days ago. When asked for managing hcp, pt said that their pain doctor was (B)(6). Agent sent an e-mail to prs to update pt's address and managing hcp. Agent asked the pt when it was that they notified the mdt rep of the issues; pt said that they had been talking about it ever since they were seeing the rep. Pt was hard to understand during the call, however agent heard that the pt said something about an impedance on the ins. Pt called back stating they received a recharger replacement. The recharger replacement was hard to plug in the controller. The cord could not get in and pt forced it in. Pt was not able to recharger. The controller was not recognizing that the cord was plugged in and also kept showing the message to replace batteries. Pt mentioned they were able to get the ins to charge the other day with the old recharger when they wiggled the cord. Pt mentioned they changed the setting this time, they had the rep (B)(6) do it the other day. Now the implant was completely dead. On the call the controller said 'battery empty, cannot provide stimulation'. Pt was sitting for an hour and it won't charge. The controller was not recognizing that the recharger was plugged in or it was showing the replace battery message. Pt unplugged it a while ago and sat for an hour with it on and laying down on recliner and pt cannot breathe and they were not moving. Had pt use the equipment on the call and it went to normal charging screen. Pt said this was the first time they got it. Then on the call it said 'interrupted' and pt did not move. This was only happening with the replacement rtm. It also happened with rep (B)(6) the other day. Pt thinks the replacement recharger was bad. Pt asked for recharger, controller and battery pack replaced. An email was sent to repair. See sn in secure note. Pt reported the device never worked right and they had problems with the device off and on since implanted. Pt never knows if ins goes dead over night or if it lasts for 4-5 days like last time. It is not consistent how quickly it drains the battery. Pt said their heart was bad and they have to get a cardiac MRI on friday and they need to have their device working so that pt can put it in MRI mode. Pt was not happy. Now their heart was depending on this device. Pt said they were frustrated and cannot breathe. Pt said they might not get the cardiac test done because of this. Pt might ask the rep (B)(6) to charge them on thursday. It was reported that the same issue was happening even after getting all equipment replaced. Pt says that they keep seeing that the controller is low even when its not. Pt says they have met with the rep and determined that the ins is ok "except some high impedance around one of the leads". Pt is demanding that we replace the equipment again. Pt said that when they got replacement equipment last time the cord was hard to plug into controller. Pt was somewhat escalated and said rep told them to call to get equipment replaced again. Reviewed that if replacement equipment doesn't fix issue, then more investigation is needed by rep/hcp. Emailed repair to send replacement controller and rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755-s, serial# (B)(6), product type recharger product ID m995402a001 serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type recharger. Product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Product ID m995402a001, lot#/serial# (B)(6). Product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the same issue was happening even after getting all equipment replaced. Pt says that they keep seeing that the controller is low even when its not. Pt says they have met with the rep and determined that the ins is ok "except some high impedance around one of the leads". Pt is demanding that we replace the equipment again. Pt said that when they got replacement equipment last time the cord was hard to plug into controller. Pt was somewhat escalated and said rep told them to call to get equipment replaced again. Reviewed that if replacement equipment doesn't fix issue, then more investigation is needed by rep/hcp. Emailed repair to send replacement controller and rtm.